Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The lesion was located in the diagonal artery. Upon attempting to place the 9mm x 2.5mm maverick 2 monorail balloon catheter in the patient's body, the shaft of the balloon catheter broke. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during an unspecified procedure, a shaft break occurred. The lesion was located in the diagonal artery. Upon attempting to place the 9mm x 2.5mm maverick 2 monorail balloon catheter in the patient¿s body, the shaft of the balloon catheter broke. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4): the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device revealed blood and contrast throughout the distal lumen and balloon. The balloon was tightly folded. Microscopic examination of the device revealed a broken hypotube separated at 54cm from proximal edge of the manifold. There was no evidence of any material or manufacturing deficiencies that could have contributed to the damage. No further damage was found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).